Event description:
It was reported that pump began burning or melting while it was charging with tandem charging supplies. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.